Manufacturer narrative:
(B)(4).

Event description:
It was reported that defibrillation threshold was observed. Patient was asymptomatic. Patient was implanted with a new system and physician attempted to deliver shock and failed. Due to inadequate high voltage output an external defibrillator was used. Device was explanted and replaced. Patient is stable before, during and post procedure.

Manufacturer narrative:
The reported field event of output anomaly was not confirmed in the laboratory. Interrogation of the device revealed the device was above eri when received. The device was tested on the bench and no anomalies were found.